Manufacturer narrative:
The patient's year of birth was reported to be 1947. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy dialysate and abdominal pain. The breach in aseptic technique was not further described however, it was likely a contamination of the sterile pathway that originated from the buccal cavity brought about by positive culture result for streptococcus salivarius and streptococcus vestibularis. It was not reported if the patient was hospitalized however, it was reported that the patient was treated as an inpatient with cefotaxim (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.